Event description:
I had a denture religned. When I went back for adjustment, a few days later, the dentist said he could not help me, that my gums were swollen and burnt and he looked inside and a part of the inside of mouth was burnt with an ulcer. He asked me if I was using denture cleaner and that my mouth and gums were burnt and not like they were before. I could not understand why, after a few days before I saw him again, that the sides of my gums felt inflamed and swollen. In a short time the inflammation in my palette and gums and sides of gums were so inflamed I was in tears. I went to prosthodontist and he showed me that there were discolored marks past where the denture rests. I then went to oral surgeon and he did not help much and said may be neuralgia and when I told him I have been burnt he did not say much. I could not work and just laid on couch for a few weeks and then went to a different dentist and there were red spots on the sides of gums. I noticed that I get tired toward evening and my voice became weak. Soon I felt food caught in throat. Afterwards I had raised cheek muscle on one side and a couple weeks later on both sides. What the hell do I do now. I know I have had an adverse reaction. Amount: 1 tablet once at night. Dates of use: (B)(6) 2011.